Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. Customer's blood glucose level was high, although exact values were not provided. To address the high bg, the customer used a correction injection via multiple daily injections (mdi). Tandem technical support confirmed that the issue persisted despite troubleshooting steps and decided to replace the pump. The customer agreed to use the current pump and mdi as backup therapy until the replacement arrived. The customer was informed about necessary steps for returning the faulty pump and preparing the replacement for use.